Manufacturer narrative:
(B)(4). The returned valve was patent, passed leak and reflux testing and met all specifications for pressure-flow and preimplantation testing at 0 cm hydrostatic pressure. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The valve did not meet the requirements for siphon testing, which precluded measuring of pressure-flow at -50 cm hydrostatic pressure. Proteinaceous debris was found on the interior of the valve, particularly inside the delta chamber. Debris within the valve may interfere with anti-siphon device, resulting in siphoning. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
Doctor suspected a possible occlusion. In surgery, the shunt was disassembled and the ventricular catheter and the peritoneal catheter both checked ok on the manometer. The valve was not checked. He just decided to replace it since the catheters looked good.